Event description:
Information was received that per the physician, the patient experienced coughing, gagging, and vomiting approximately 1.5 weeks following vns full revision surgery. The physician stated that no aspiration was noted to have occurred, and there was no indication of long term nerve damage. The physician assessed that the coughing, gagging, and vomiting resulted from sensitization of the vagal nerve from surgery, which led to a lower threshold for stimulation-related events. The patient's vns was disabled and the patient stopped experiencing the coughing, gagging, and vomiting. The patient's settings have begun being titrated back up to previous settings, and the coughing, gagging, and vomiting have not returned. Diagnostics from the date of surgery were within normal limits. No additional relevant information has been received to date.

Event description:
It was reported that following the patient's recent full revision surgery, the patient has experienced aspiration. During a follow up appointment the physician tried reducing output to lowest setting but the patient was still experiencing symptoms. The vns was disabled and the symptoms resolved. The physician noted that during the full revision surgery the patient had a large amount of scar tissue, and per the physician "the vagus nerve took a beating" when removing the scar tissue to replace the lead during the full revision. The physician believes the patient has vagus nerve fatigue so it was decided to leave all output currents off and see the patient in a couple of weeks. Attempts for further information have been made; however, no additional relevant information has been received to date.